Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibioperoneal trunk using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra sheath, and a guidewire. It was reported that during preparation, the hospital technician kinked the cat7 at the hub upon removal from the packaging. The procedure was continued using the same cat7. During the procedure, the physician completed several passes using the cat7. While attempting to advance the cat7 to make the next pass, the cat7 broke in two separate pieces at the hub. Therefore, the cat7 was removed from the patient and was not used for the remainder of the procedure. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.